Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute and chronic salpingitis, fallopian tube'), pelvic abscess ('right pelvic abscess') and fallopian tube diverticulosis ('salpingitis isthrnica nodosum, fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required) and noninfective oophoritis ("chronic inflammation, ovary"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy and total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic abscess, fallopian tube diverticulosis and noninfective oophoritis outcome was unknown. The reporter considered fallopian tube diverticulosis, noninfective oophoritis, pelvic abscess and salpingitis to be related to essure. The reporter commented: insertion and removal date provided in mr : (B)(6) 2013 and (B)(6) 2019 respectively (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: mr received : previously reported event "medical device removal" updated to "right pelvic abscess", events- "salpingitis isthrnica nodosum, fallopian tube, acute and chronic salpingitis, fallopian tube, chronic inflammation, ovary", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.